Event description:
It was reported that the frame of the recliner would not support patient's weight.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Follow up being submitted as it was determined during the investigation that the backrest would lean back, but would support weight. This issue is addressed in the following: it was reported that the backrest would lean back with weight applied due to the frame being damaged. This will result in caregiver annoyance as the backrest would still support weight and the caregiver could assist the patient if necessary. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to a serious injury or death, if it were to recur. Therefore, this issue is not reportable.

Event description:
It was reported that the frame of the recliner would not support patient weight.